Manufacturer narrative:
Correction: investigation conclusion code changed to d02.

Event description:
It was reported that a malfunction alarm occurred. The reported blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer¿s blood glucose level. Customer reverted to using multiple daily injections to ensure continuous insulin delivery.